Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) supplemental MDR - label content incorrect. Seven hundred units of 1 ml ll syringes (part number: 309628, batch: 4347097) were received and evaluated, all fully assembled and sealed in original packaging. The evaluation, conducted by a quality engineer and a qualified quality representative, revealed that six hundred eighty packages were labeled with an incorrect expiration date of 2020-11-30 instead of the correct date, 2029-11-30, while the remaining twenty packages displayed the correct date. This labeling discrepancy constitutes a non-conformance with product specifications. Investigation efforts included interviews with a controls specialist and a comprehensive review of the production database, mechanical and electrical records, and the device history record (DHR). A notification issued during production prompted requalification and rework of the affected batch, and the production line was subsequently cleared of identified defects. However, a limited number of mislabeled units may have escaped detection. The root cause of the incorrect expiration date was traced to a manual input error during label setup in the packaging process. To prevent recurrence, a graphics program was implemented to eliminate manual data entry, requiring label data to be scanned exclusively. Operators were trained to use the scanner correctly, ensuring that the proper label is scanned only once. This corrective action was implemented after the reported batch was manufactured. Complaints related to this issue will continue to be tracked and trended, with data monitored monthly for identification of emerging patterns.

Event description:
It was reported that the bd syringe 1ml ll label content was incorrect. The following information was provided by the initial reporter: material # 309628 batch # 4347097. Verbatim: rcc received a complaint via phone. Pir attached. Black tie medical -customer account bd ref 309629, lot 4347097. Issue: expiration date printed on the individual packaging is different from what is printed on the box. Doe 07jul2025 samples are available 7 boxes had this issue. Mckesson is requesting credit for the seven boxes. Additional information provided: the lot #4347097 does match material number # 309628. However, the box expiration is 11/30/2029. The syringes in the box have an expiration date of 11/30/2020 with the correct lot # 4347097. Looks like a printing error. There are (7) boxes like this.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.